Event description:
The patient didn't feel like they were getting the "burst" like they used to and wanted their settings checked. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).